Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc tested the instrument for contamination, resulting within specifications and no contamination. The ccc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed decontamination on the instrument. The cse verified all temperatures. The cse cleaned all windows and performed mechanical alignments. The cse found on the cuvettes used, there was a film. The cuvettes that had the film showed carry over issues. The cse adjusted the carryover and calibrated the photometer system and performed a system check, resulting within specifications and range. The customer performed calibration for cardiac troponin and qc, resulting within range. The cause of the discordant, falsely elevated cardiac troponin result is due to biofilm in the chemwash fluidics. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on a dimension rxl max with hm instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on the same instrument, resulting lower. The customer repeated the same sample on an alternate dimension xpand instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.